Event description:
It has been reported that the provisional is fractured. This did not cause any harm to patient or delay in surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was returned for further visual inspection. A visual inspection of the device found that it had cleanly fractured into two fragments with all of the fragments being returned. The fracture is located on the medial side of the central post. The device also exhibits signs of use via nicks and scratches all along the device. The device had an approximate field age of 2 years and 5 months, with an unknown frequency of use in that time frame. The receiving inspection report for supplier manufactured components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history review was conducted and the search identified zero additional complaints for the same item and lot combination. No further corrective action required. This particular device is listed in the aggregate tasp scope list associated with an internal investigation. This device was manufactured before the design modification and was part of the re-design scope. The re-design was intended to reduce the frequency of fracturing under heavy bending and torsional loading. Therefore, it is believed that the root cause of this event is tied to the design of this device.